Event description:
Device report from synthes reports an event in norway as follows: it was reported on an unknown date that the synframe retractor holder- adjustable and synframe ring clamp were not functioning. It was unknown if surgery delayed and patient was involved or not. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 2 report as december 04, 2019 but should have been february 11, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: device interaction . Visual inspection: the visual inspection has shown that returned device is all in all in good condition. There were some damages at the edges of the clamping area detected. Functional test: a functional check was performed, and it was possible to open and close the instrument without any problem. The part is fully functional and works as intended. Dimensional inspection: since the synfrmae clamp does function as intended no dimensional inspection will be performed. Document / specification review the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the visual inspection has shown that returned device is all in all in good condition. There were some damages at the edges of the clamping area detected. This lot was manufactured in july 2016 according to the specification. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, we are not able to determine the exact cause which has let to this complaint. A functional test has shown that the synframe clamp does function as intended. Therefore, we are not able to determine the exact cause which has led to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 387.347, lot: 9962004, manufacturing site: hägendorf, release to warehouse date: july 20, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No details of the event, only message that they where not functional and something wrong with them. Needs return and evaluation of why they are not function and if they can be replaced as defected. Hospital name: (B)(4). Address: (B)(4). Reporter name: (B)(6), position: product specialist spine, hcp name: (B)(6), contact telephone: (B)(6), e-mail: (B)(6). Where / when did the event occur? Unknown. What action was taken/required to manage the problem during the procedure? Unknown not known if patient was involved or not. This complaint involves three (3) devices.